Event description:
Related manufacturer reference number:2017865-2023-04662. It was reported that the right ventricular lead exhibited noise that was easily reproducible with pocket manipulation. The right ventricle was explanted and replaced. During surgery the medial portion of the right atrial lead was curled in the superior vena cava. The right atrial lead was explanted and replaced during the same surgery. Patient was stable.

Event description:
New information notes that the right ventricle lead had exhibited over-sensing noise.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression at 10.4cm to 10.5cm from the connector pin. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.